Event description:
Plaintiff alleges suffering from inter alla urticaria, hives, rashes, allergic rhinitis, itchy and watery eyes, nasal and chest congestion, frequent headaches and dyspnea, and has been diagnosed with type-I latex allergy. Plaintiff further alleges severe emotional distress, and an inability to engage in normal activities, as well as loss and depreciation of earnings and earning capacity for an indefinite time in the future. Plaintiff, spouse of plaintiff, alleges loss of consortium, care, support, and services of spouse.